Manufacturer narrative:
The field service engineer determined there was a misadjusted spring on a nozzle and the electrode was misadjusted. The spring was replaced and the electrode was adjusted in the ise unit. A successful ise check was performed. Calibration, controls, and precision studies were performed. The last calibration performed on 14-apr-2020 was ok. Slope errors occurred. The reporter stated controls were acceptable prior to running patient samples. Sample centrifugation speed was too fast. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with a cl value of 124 mmol/l, which was reported outside of the laboratory. The sample was repeated, resulting with a value of 106 mmol/l. A corrected report was issued for the repeat value. The cl electrode lot number was q3327. The electrode expiration date was requested, but not provided.